Event description:
It was reported that, "pt had a periprosthetic fracture below the baseplate. Dr fixed the fracture with a plate and put in new poly."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.